Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2025, a sixty-three-year-old female patient with no past medical history noted presented as an outpatient for a cardiac catheterization procedure. Two stents were placed in the left circumflex coronary artery, and the patient was transferred to the post-procedure holding area. While in the holding area, the patient clinically decompensated and was returned to the cardiac catheterization laboratory for placement of an impella device. The patient was critically ill at the time of impella implantation. Following placement, the impella pump would not operate above a flow of 0.5 liters per minute. The device was replaced with a second impella pump, which was able to maintain higher flow rates. Despite this, the patient continued to deteriorate and return of spontaneous circulation could not be achieved. The patient expired. The death is most likely related to the patient¿s unstable clinical condition and not attributable to the impella device.

Manufacturer narrative:
Updated information: h6 component code g04105 changed to g07003. The investigation for the cardiac arrest has been completed. The root cause of the injury was not determined due to insufficient clinical details.